Event description:
A 4.1 inr with protime system vs. A 2.5 inr with unspecified ref lab system. Two weeks later, 0.7 inr with protime system vs. A 1.2 inr with unspecified lab system. Pt therapeutic inr range: 3.0 - 3.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.